Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and the uretex to2 trans-obturator urethral support system was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with davinci assisted laparoscopic bso. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence,and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/7/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent rectocele repair, abdominal sacral colpopexy and abdominal enterocele closure due to grade 2 recurrent vaginal prolapse with enterocele, rectocele, mild cystocele and sui. No additional information was provided.